Manufacturer narrative:
Reported event: after performing all of the necessary pre-surgery checks the mps noticed a camera connection error. Device evaluation and results: the system was rebooted and this seemed to have cleared the error. Prior to the surgeon going in to ream, another camera connection error appeared. The ethernet cable was brought out and the cable was connected. The surgeon opted to move forward without using the robot. The camera connection error wasn¿t able to be cleared. The case was completed successfully without the robot. Product history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the case was completed successfully without the robot. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
After performing all of the necessary pre-surgery checks the mps noticed a camera connection error. The system was rebooted and this seemed to have cleared the error. Prior to the surgeon going in to ream, another camera connection error appeared. The ethernet cable was brought out and the cable was connected. The surgeon opted to move forward without using the robot. The camera connection error wasn¿t able to be cleared. The case was completed successfully without the robot. Tha case delayed for 5 minutes. Surgery was completed manually and successful

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After performing all of the necessary pre-surgery checks the mps noticed a camera connection error. The system was rebooted and this seemed to have cleared the error. Prior to the surgeon going in to ream, another camera connection error appeared. The ethernet cable was brought out and the cable was connected. The surgeon opted to move forward without using the robot. The camera connection error wasn¿t able to be cleared. The case was completed successfully without the robot. The case delayed for 5 minutes. Surgery was completed manually and successful.